Event description:
Through investigation, it was learned that the device was explanted after implant duration of zero days, due to bleeding. Per the operative report of 2009, "a strut clearly had poked through the posterior ventricular wall." The valve was removed and replaced. The patient reportedly left the operating room in "satisfactory condition."

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through investigation of another event related to this patient. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. It was also learned that the patient had another device explanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported by the physician that their handheld screen has been freezing during interrogation. The manufacturer has already identified that under certain types of conditions this screen freeze event can occur with the (B) (4) handheld computer. New handheld is being shipped to the site and the old handheld was returned to manufacturer for product analysis. Analysis was completed on the handheld and no obvious anomaly was noticed. Analysis on the flashcard was completed and the screen freeze event was not duplicated. The flashcard and software performed according to specifications. No anomaly was found with wand either and it performed as per specifications. However, manufacturer has already identified that under certain types of conditions this screen freeze event can occur with the (B) (4) handheld computer.